Event description:
It was reported that the pump battery takes a long time to charge. There was no reported impact to the customer¿s blood glucose level. Technical support recommended battery best practice tips to customer, who continued to use pump for insulin therapy.